Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the reservoir had air bubble and insulin pump had received prime rewind anomaly. The customer¿s blood glucose was unknown. Customer states they are unable to exit the "preparing to prime" loop. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in the reservoir and the approximate size of air bubble was quarter inch bubble. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Customer states they were unable to exit the preparing to prime loop. The device will not be returned for analysis.